Event description:
Ventilator alarm was sounding continually. Tf 5510 on screen. Pt taken off machine and manually bagged. Replaced with another ventilator. No pt harm resulted. FDA safety report ID# (B)(4).